Manufacturer narrative:
Concomitant medical products: 4965-50, lead, implanted: (B)(6) 2007 and c2tr01, crt-p, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited chronic high thresholds. The rv lead was reprogrammed to have decreased outputs, essentially rendering the device left ventricular only pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.